Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported puncture needle and guide wire becoming stuck not be conclusively determined.

Event description:
During the procedure, a second puncture was conducted because the guidewire became stuck in the puncture needle. When attempting to insert the guidewire into the needle, the guidewire became stuck in the needle. The device was replaced and the procedure was completed with no adverse consequences to the patient.